Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 2 photographs and 94 samples from the customer for investigation. Evaluation of the photos and returned samples indicated incorrect label information. In addition, 200 retention samples were visually inspected, and all tubes had incorrect label information. This complaint has been confirmed for incorrect label information. Bd has initiated further root cause investigation relating to the issue of incorrect label information through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 100 tubes contained incorrect additive label information. Tubes contained "lh" in place of "nh" on the label. No patient impact was reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 100 tubes contained incorrect additive label information. Tubes contained "lh" in place of "nh" on the label. No patient impact was reported